Event description:
It was reported that patient underwent primary spine surgery in 2010. Revision procedure was performed on (B)(6) 2013 due to pain and fractured screw heads. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4) - device is expected to be returned. Upon item return and completion of evaluation, a follow-up report will be sent to the FDA.(B)(4).

Manufacturer narrative:
The involved items are under hospital control and are not going to be returned to biomet (B)(4), but a photograph of the affected parts was provided by the hospital. A visual inspection of the photo provided by the hospital substantiated the breakage for both screws. The products seem to be broken around the fifth thread from the head od the screws. A dimensional inspection could not be performed because the screws were not returned. No radiographs were provided. The raw material inspection record and manufacturing history were reviewed and do not show any non-conformity, rejection or concession. The entire lot of 90 was distributed through november 2004 and biomet spain has not received any other complaint for this lot to date. In conclusion, although the event has been substantiated, it has not been possible to discover a cause from the available information. No evidence has been found that could relate the incidence with the manufacturing, inspection, or raw material of the affected item.